Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a black screen upon unlocking shortly after the user entered a sensor pairing code, and the issue persisted despite attempts to charge and perform a prolonged wake-button press; the device was replaced and the original was returned. Symptoms included hyperglycemia with user-reported grogginess and fatigue and glucose estimated at 350¿400 mg/dl with alerts for prolonged elevated glucose. Outcomes included the use of subcutaneous insulin via pen as backup therapy and no hospitalization or professional medical intervention. Investigation included customer service troubleshooting, shipment of a replacement device, and retrieval of the original unit for evaluation. Investigation of this case revealed a screen unresponsive malfunction associated with the device user interface/display component; shipment tracking confirmed return of the original device and inspection of the returned device. Failure investigation revealed no fault found with the device.